Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021, the patient was evaluated for redness, pain and increased ooze from the peg stoma site and co amoxiclav 625mgtds for one week was prescribed. On (B)(6) 2021, the stoma site was examined and a small amount of oozing with a minimal amount of redness and tenderness when mobilizing the tube the noted. The patient reported improvement in the stoma site since starting antibiotic and the issue was resolving.